Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) was returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Sensor plug was returned - the sensor plug was properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no issues were observed. Sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan result of 'lo' (reading less than 40 mg/dl). The customer self-treated with sugar and subsequently experienced a "strong headache". A blood glucose reading was taken with the built-in meter 40 minutes later which gave a result of 441 mg/dl, while the sensor was still displaying 'lo'. The customer indicated being unable to self-treat due to symptoms and the mother of the customer had to inject 10 units of rapid insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan result of 'lo' (reading less than 40 mg/dl). The customer self-treated with sugar and subsequently experienced a "strong headache". A blood glucose reading was taken with the built-in meter 40 minutes later which gave a result of 441 mg/dl, while the sensor was still displaying 'lo'. The customer indicated being unable to self-treat due to symptoms and the mother of the customer had to inject 10 units of rapid insulin for treatment. There was no report of death or permanent impairment associated with this event.